Event description:
It was reported that during an interventional procedure, an air embolism occurred in the coronary during the use of a copilot, resulting in a short 15 second av block. No treatment was administered to treat the av block, and the procedure was completed as planned.